Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 450 mg/dl. The customer's current blood glucose is 250 mg/dl. The customer had flu symptom, not holding down water, vomiting . The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The insulin pup will be returned for analysis.